Manufacturer narrative:
Product investigation completed. The ams 700 cylinders and ms pump were visually inspected and functionally tested. Visual inspection of one of the cylinders identified torn front tip at the suture channel. Product analysis concluded the torn front tip suture does not affect the overall functionality and therefore is not a device malfunction. No device malfunction was identified with the components returned. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient underwent a surgical intervention involving an inflatable penile prosthesis (ipp) due to the device "failing". No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.